Event description:
Custom perfusion packs have debris, lint, plastic tubing particles on tubing. Vendor admits a machine malfunction caused a lot of the problem, however, rptr is most concerned with quality assurance processes that missed the debris and allowed these devices to be packaged and shipped.